Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had a serious fall and dislodged both the right atrial (ra) and left ventricular (lv) leads. It was observed that the leads were twisted up in the pocket and was further verified thru x-ray. There were no other issues observed. This lv lead was explanted. No additional adverse patient effects were reported.